Event description:
On initial contact, dentist reported device overheating, and burned patient's cheek. When contacted for additional information, advised patient had a small white patch on inside of cheek after filling procedure. Small size, about the size of a pencil top. Used antiseptic ointment on burn and followed up with patient after five (5) days.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.